Manufacturer narrative:
The customer reported tip of probe has ridges, difficulty inserting probe. There was no further information was able to be obtained from this customer. However, a probe was returned for evaluation. A 25ga probe was received for evaluation. A visual assessment of the returned sample was performed on january 10, 2018 and revealed that only the laser probe handpiece and tip was returned. No radio frequency identification (rfid) tag was returned and the lot number was unable to be determined. No ridges were observed on the laser probe tip and the reported event of tip damage was unable to be confirmed. On january 10, 2018 the laser probe tip was inserted into a 25ga trocar cannula and slight resistance was felt. The laser probe tip was measured using the 25ga needle length gauge, where the nitinol was found to meet alcon specifications. The sample¿s outer cannula diameter (od) was measured at receiving inspection. The sample¿s outer diameter was measured meeting specifications. Through investigation of this complaint, it has been determined that this product met specifications. Therefore, no corrective actions will be pursued at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure they had difficulty inserting the laser probe into the cannula. It was noted that the tip of the probe seemed to have ridges. The case was completed with no harm to the patient.